Manufacturer narrative:
The tech replaced the leaking hydraulic reservoir to repair the bed.

Event description:
The facility indicated that the bed is not working. Hydraulic fluid is leaking from under the base of the bed.